Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on (B)(4) 2018. The analysis has begun but is not completed at this time. It was discovered that the spine of lasso was twisted. No internal wires exposed. No damages to electrodes. This finding is not MDR reportable as there was no break to integrity, therefore no risk to the patient. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. The lot number has been confirmed to be 17724890l with a manufacture date of 2017/08/26 and expiration date 2020/08/25. The corresponding fields of this report have been updated. The device history record (DHR) for the lot number 17724890l has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Manufacturer's ref no: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an ablation procedure with a lasso® nav eco catheter and the catheter tip was loose. The device was visually inspected and it was found in good conditions. Then, deflection and contraction test were performed and it was found within specifications, the catheter was deflecting correctly. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed. Manufacturer's ref no: (B)(4).

Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a lasso® nav eco catheter and the catheter tip was loose. During the procedure, when the physician inserted the catheter into the patient, he complained that he could not properly manipulate the catheter. From the fluoroscopy screening and from the carto 3 system, the catheter¿s tip seemed to be loose at the tip to shaft transition area. There were no wires exposed, no sharp or lifted rings, no deflection issue and no tip detachment. There was no resistance or difficulty during insertion or removal of the catheter. The catheter was changed and the issue resolved. The procedure was completed with no patient consequence. This event is MDR reportable because if the tip of the catheter was loose and not dislodged, then there is a potential risk to the patient due to risk of complete separation of the tip or tip component.

Manufacturer narrative:
Additional information was received on february 3, 2018. There was no detachment. The tip to shaft transition of the catheter was loose and the physician was having a problem manipulating the catheter. The tip was not spinning around the shaft; however, the tip could not be controlled by torqueing the handle. The tip was described as ¿spaghetti like.¿ there was no risk for detachment of the catheter tip. (B)(4).